Manufacturer narrative:
Additional information was obtained: there was no fragment fall in the patient and no injury to the patient. The procedure was completed with the same instrument. There was a procedure delay of less than 15 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.